Event description:
The customer allegedly received the following results, with two different aviva meters, within 10 minutes: 2.7 mmol/l (system 1) and 4.8 mmol/l (system 2). The reported test strips were used for both results. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.